Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to physical issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) was due to the monitor's electrode belt guide pin being bent. The root cause for the damaged pin was excessive force. There was no adverse event that resulted from the damaged monitor.